Manufacturer narrative:
Continuation of d10: product ID a71200 product type software, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a nurse indicated that she encountered system error 0x4ea9bc8e after an ins implant last week. She could overrule the system error by pressing continue, which allowed her to proceed with the procedure as planned. The issue was resolved. No symptoms were reported.